Event description:
Patient developed skin reaction described as blisters after wearing the dressing on their foot for less than one week. Four wounds being monitored, area became much larger. Foot was edematous. Multiple open oozing ulcers. Concern that they could be infected with leg at risk.